Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to detect and treat) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was a bent pin in the trunk cable. The root cause for the bent pin was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.